Event description:
The facility representative reported an infusor pump with a condition of "failed pm attn light on." This condition occurred during preventive maintenance in the bio-med service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering confirmed this event as a depleted battery. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "failed pm attn light on" was confirmed and reproduced. The root cause was attributed to a depleted battery. The customer will need to replace the batteries with new c cell batteries. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.